Event description:
The pt has 2 leads implanted (from the same lot) as part of his scs system. It was reported the pt is experiencing ineffective stimulation. Reprogramming was unable to resolve the issue. The pt is to follow-up with his physician and x-rays may be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.